Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the malfunction, and there was no adverse impact to the customer's blood glucose level. The malfunction code was not initially resettable, leading technical support to plan a pump replacement, although the code was eventually reset, allowing the caller to continue using the pump. The caller declined an offer for an out-of-warranty loaner pump and was advised to contact technical support again if another malfunction occurred. The caller will continue to use the pump.